Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was placed via the femoral artery to support the 69-year-old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock. The pump was placed after the patient deteriorated during the coronary angioplasty. The coronary artery had become dissected and patient was unstable. The cp was placed successfully and angioplasty concluded. The team observed a hematoma had developed at the pump access site. Pressure was held however the hematoma did not resolve, and actually grew in size, so the pump was explanted. The team achieved hemostasis by deploying a manta closure device. No other support device was deemed necessary as the ejection fraction was normal with echocardiogram imaging. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding.

Manufacturer narrative:
The investigation was completed. Investigation summary: asae / hematoma : the cause of the access site adverse event was not determined due to insufficient clinical details. Hemodynamic instability : the cause of the injury was not determined due to insufficient clinical details.